Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable part number: 03.130.102s, lot number: 6l12549, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: sep. 18, 2019, expiry date: sep. 01, 2029. Device was first manufactured unsterile under the lot f-24834 in by the supplier sphinx werkzeuge ag and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 03.130.102 with lot f-24834 were reviewed: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for proximal phalange bone fracture. During the surgery, the drill bit broke and the fragment remained in the patient. The surgery was completed successfully within 30 minutes delay with the fragment remained. There were no patient consequences are reported. This complaint involves (1) device. This report is for (1) 1.0mm drill bit/mqc for threaded hole/61mm. This is report 1 of 1 for (B)(4).